Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The ascendra 3 delivery system was not returned for evaluation. A photo of the separated segment of the delivery system was provided and visually reviewed. The balloon burst and tip separation were confirmed; however, review of the photo did not make it possible to confirm or exclude a manufacturing non-conformance as the cause of the complaint. After a balloon burst, balloon material may protrude and result in difficulty removing the device from the patient. Retrieving the delivery system through the sheath with extra force may have contributed to the separation reported. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. The technical summary provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to risk of burst in a calcified annulus, as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In addition, the balloon burst increases the possibility of an obstacle (patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. During manufacturing, multiple 100% inspections of the balloon and delivery system are performed. These inspections make it unlikely that a manufacturing non-conformance contributed to the complaint event. The balloon burst and the distal tip separation were confirmed, but no manufacturing non-conformities could be confirmed or excluded, based on review of the photo submitted. Available information suggests that handling (hard prep of the balloon due to borderline valve size, relatively rapid inflation of atrion inflation device) and patient factors (calcium within the valve area) may have contributed to the balloon burst event. It is possible that the balloon material caused increased difficulty removing the delivery system and may have caused the distal tip portion of the balloon to tear and ultimately separation of the distal tip. Since no manufacturing defects were found, no labeling or IFU inadequacies have been identified, and review of complaint history for the month did not reveal that the occurrence rates exceeds the control limits for this trend category, no corrective or preventive action is required at this time.

Event description:
After transaortic deployment of a sapien valve, blood was noted within the atrion inflation device upon pulling negative to deflate the ascendra 3 delivery system balloon. The entire delivery system was removed. After removing the delivery system, it was discovered that the proximal portion of the delivery system balloon was perforated. When the delivery system was removed, it was also discovered that the guidewire lumen of the delivery system separated from the rest of the delivery system. The guidewire lumen was still connected to the nose cone, which had the remainder of the balloon. An attempt was made to pull the nose cone/balloon back into the sheath by pulling on the guidewire lumen but the guidewire lumen separated from the nose cone. The nose cone with balloon attached was still over the guidewire in the left ventricle. Initially, the nose cone was snared through the sheath in the aorta, but it couldn't be brought back into the sheath. After several attempts, the sheath was removed and the snare around the nose cone was disconnected from it. A snare from the groin was then used to snare the nose cone into position in the ascending aorta and a decision was made by the team to retrieve the nose cone and balloon surgically. The team did a partial median sternotomy. The aorta was opened and the balloon attached to the nose cone was removed. The aorta was then successfully closed and the patient was transferred to the cticu. As per report, no definitive root cause was determined. Post procedure discussion included the possibility that the cause might have been a hard prep of the balloon due to borderline valve size, relatively rapid inflation of atrion inflation device, and significant calcium within the valve area.